Event description:
Dealer advised joystick is not working properly. Will not respond to direction you are telling it to.dealer advised when someone stopped to help end user they damaged on/off switch. End user was stranded. No injury.